Event description:
Per the clinic, the patient developed an infection at the abutment site. The patient was prescribed amoxicillin (dosage and duration not reported) on (B)(6) 2013. As of (B)(6) 2013, the issues have reportedly resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.